Manufacturer narrative:
Device evaluation is not necessary because the reported event of infection has been determined as not related to vns therapy.

Event description:
It was reported by the patient that he has had two surgeries on the vns lead since having the lead and generator replaced in (B)(6) 2017. It was later clarified that the patient had an infection at the lead site. A review of device history records showed that both the lead and generator were sterilized prior to distribution. No additional relevant information has been received to date.

Event description:
Additional information was received that the patient's lead was cut during the surgery so the entire lead was not left implanted.

Event description:
Additional information was received that the patient's generator was explanted due to the infection but not the lead.